Event description:
Catheter change kits in [redacted] seem to have an issue with the amount of water in the prefilled syringe. Out of the 3 kits that have been used today, all of the prefilled syringes have had some of the water spilled out. One had 5cc, one had 8cc and one had 9cc. The caps were sometimes off the syringe when opening the sterile kit and sometimes there was water observed outside of the syringe. An additional container of sterile water was utilized to fill sterile syringe back up to 10 ml and fill the balloon per protocol. Event did not reach pt. Management updated. On [redacted] - all 3 kits that were used had issues with the syringe, all from lot 96925100002. 1st kit - had 5cc in the standard syringe. 2nd kit - had 8cc in standard syringe, cap was noted to be off and there was a wet spot on paper towel in kit. 3rd kit - had 9cc in standard syringe, cap was noted to be off. Manufacturer response for foley catheter insertion tray, (brand not provided) (per site reporter).